Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: the customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they received a critical pump error on the insulin pump. The insulin pump will not be returned for analysis.